Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. The customer's blood glucose level (bg) was 340 mg/dl. The customer stated would administer a manual injection to manage bg level. Reportedly, the customer stated that alert occurs even when exiting from the bolus screen. During troubleshooting with tandem technical support, cts confirmed that the incomplete bolus alerts occurred after 90 seconds of unlocking the pump screen in the pump logs. However, the customer claimed receiving the alerts after exiting the bolus screen. The customer reported would use manual injections as alternate insulin therapy.